Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed de novo lesion measuring 2.25mm in diameter and 15mm in length was located in a mildly calcified and severely tortuous mid to distal left circumflex artery that contained a bend measuring between 45 and 90 degrees. The lesion was predilated with a 1.5x15mm apex flex balloon 5 times to 12 atms for 12 seconds. A 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the pt, stent damage was noted. The procedure was completed at this time. No pt injuries or complications occurred. Pt status is satisfactory.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed de novo lesion measuring 2.25mm in diameter and 15mm in length was located in a mildly calcified and severely tortuous mid to distal left circumflex artery that contained a bend measuring between 45 and 90 degrees. The lesion was predilated with a 1.5x15mm apex flex balloon 5 times to 12 atms for 12 seconds. A 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed at this time. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage throughout the entire length of the stent. The stent struts were misaligned throughout. The distal end of the stent was pulled distally also. The middle section of the stent was stretched. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).